Event description:
It was reported to boston scientific corporation that an opti-flex nitinol stone retrieval basket was used during a ureteroscopy procedure. During the procedure, the physician was using the basket for about 30 minutes in the lower pole of the kidney and the wheel on the handle of the basket became difficult to use. The physician could not completely close the basket while in the kidney. The case was completed with a different device. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been received by this manufacturer. An eval cannot be performed; therefore, a failure analysis is not available.